Event description:
It was reported that the customer need help programming the meter ID. Customer's blood glucose level was 416 mg/dl. Customer did not treat and wanted to program or work on it first. Customer stated that his pump and his meter are not communicating and that he needed assistance on programming. Customer was assisted with programming and was advised to monitor the pump. Customer's blood glucose was 386 mg/dl when linked over. Customer stated that he knows why his blood glucose levels are high and he treated with the pump after troubleshooting. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.